Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician implanted an endeavour sprint (rx) drug eluting stent. Inflation of the balloon occurred and the stent was deployed. After deployment of the stent, the physician attempted to deflate the balloon. Difficulties were noted in attempting to deflate the balloon at the lesion site. The deflation was attempted 4 to 5 times as reported by the health care professional. There were no abnormalities reported in relation to the anatomy of the patient.

Manufacturer narrative:
The target lesion was in the lad. No difficulties noted when removing the protective sheath / packaging stylet from the device. The device was inspected before use. No resistance was encountered when delivering the stent to the target lesion. It was reported that it took a lot of time to bring to negative. The balloon was deflated eventually. Slow deflation reported at around 1 min to 1 and half minutes. The stent expanded evenly and the stent sufficiently expanded prior to attempting removal of the balloon. The device was not moved or re-positioned in the lesion. Sufficient time was given to allow the balloon to deflate prior to attempt to remove. It was reported that low negative pressure built up therefore taken time for deflation concentration was contrast 60 % and saline 40 %. Patient is stable after the procedure , no patient injury reported.